Event description:
Distributor contacted raumedic sales employee by email relating to the following information. The catheter neurovent-p displayed negative icp values after 2 days measurement with plausible icp values. The catheter was returned for further investigation.

Manufacturer narrative:
Evaluation summary: the catheter neurovent-p, (B)(4) was checked. The long term drift is ok at 1.52 mmhg/60h. The zero point of the catheter is at -14 mmhg and thus completely outside of the range. The cause was determined to be whitish residue below the components on the circuit board (see enclosed pictures). Such residue can change the calibration of the catheter through electrical bypass as in this case. We are familiar with such residue left over from dried disinfectants/sterilizing agents in our reusable urological catheters. Because our validated sterilization process does not produce such residue, there is the question of the cause. The user may have used spray disinfectant for op/patient care. The spray mist penetrated the catheter plug and left the residue after it dried. We did not deliver the catheter in this condition. The user detected the malfunction; there was no harm for the patient". Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, (B)(4)) met specification during manufacturing. Final inspection of finished catheter was passed. Additionally investigation of returned catheter was carried out. Root cause analysis identified a long term drift acc. To specification and a negative zero point pressure out of normal range. As a reason for this whitish residues under components of circuit board were determined. Comparable resides are known from comparable reusable urological catheters because of dried disinfectants/sterilizing agents. Validated sterilization process of neurological catheters doesn't create such residues. Based on knowledge that the final inspection of the finished catheter was passed, the catheter was delivered with proper functionality, the whitish residues of the returned catheter are probably caused by disinfectant agents which have penetrated the plug. This is not in acc. To the IFU. Acc. To IFU the catheter plug must always be closed with the included protective cap to protect it against moisture, if cables are not connected. User recognized malfunction. No harm to the patient occurred.